Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to the previous report. Updated fields: d8, d9, h2, h3, h6, h11. Corrected field: h6 device problem code. The device was returned to olympus for inspection and the reported the "white sticky stuff on distal tip" was not confirmed. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during reprocessing, the gastrointestinal videoscope exhibited white sticky stuff on distal tip of the scope. There was no report of patient involvement or user injury associated with this event.